Event description:
It was reported that the patient presented in the clinic. It was discovered that the right atrial (ra) lead was dislodged. The physician opted to explant and replace the ra lead, a new lead was successfully implanted. The patient was recovering.